Manufacturer narrative:
Investigation summary: due to no samples and/ or photos being received, the manufacturing investigation was limited. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Investigation conclusion: bd life sciences - preanalytical systems had not received any sample and/or photos from the customer facility for evaluation; therefore, the investigation was limited. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to confirm the customer¿s indicated failure mode because no samples and/or photos were received. Root cause description: there was no samples and/or photos available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation. Rationale: due to no samples and/ or photos being received, the manufacturing investigation was limited. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 10.8 mg blood collection tube experienced tube cracking when frozen.